Event description:
Patient alleges she was in a car accident and her implants were replaced; however, no specific injuries were given. Attorney alleges plaintiff's implants were defective and resulted in their failure thereby permitting the leakage of silicone to migrate throughout her body. Attorney also alleges plaintiff suffers from physical pain and suffering, mental anguish, severe emotional distress, physical impairment and disfigurement.